Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a follow up, it was noted that the shock impedance measurements of this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) had been high since implant. A few daily measurements showed some of the shocking impedance measurements were above 125 ohms; however, all other lead measurements appeared normal. Defibrillation threshold (dft) testing was performed and shock impedance measurements were normal. The physician believes that the measurements are high as the rv lead is a single coil lead. At this time, the lead and device remain implanted. No adverse patient effects were reported.

Event description:
Additional information received noted that an alert was triggered due to an out of range shock impedances measurement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that an out of range shock impedances measurement was detected. At this time the system remains implanted. The physician is aware of the shocking impedances issue since implant.